Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/23/2015. The fse indicated that there was a worn seal on the wbc bath that caused a cleaner leak from the bath. The bath was replaced to resolve the issue. The system operation was verified. (B)(4).

Event description:
The customer reported a cleaner fluid leak of unspecified volume from a coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.